Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual inspection, leakage under the balloon shaft strain relief at the y-connector, and a separation of the balloon shaft distal to the y-connector was observed. In addition, kinks on the balloon shaft, flex shaft and guidewire shaft were all due to returned packaging. No other abnormalities were observed. The delivery system dimensional and all balloon shaft measurements were found to be within specification. Functional testing revealed a leak during balloon inflation as fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft was found. The complaint for delivery system leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a corrective action investigation has been opened to continue investigation and implement any needed corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 23 mm sapien 3 valve, the balloon on the commander delivery system did not completely inflate. The valve was partially expanded approximately 60%. The valve was post dilated with a balloon with good result. There was no consequence for the patient. As reported, a leak was discovered on the handle of the delivery system.